Manufacturer narrative:
The investigation into positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the root cause of the positioning issue was patient condition related to abnormal left ventricle.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male was implanted with an impella cp device for hemodynamic support. The complainant reported that the physician was uncomfortable leaving impella cp in patient during transport due to inability to position impella in lv without creating ectopy. Physician showed lv gram and lv cavity visibly looked anatomically abnormal with ¿waste band¿ in mid ventricle that possibly prevented impella from being advanced into ventricular free-space. The product rep facetimed physician who was then able to reposition the pump and he felt like it was in a good position. However, the next update was received 20 minutes later indicating that the team was explanting the impella and placing patient on intra-aortic balloon pump (iabp) support due to continuous ectopy caused by impella catheter.